Manufacturer narrative:
Concomitant medical products: product ID: 977a260 , serial#: (B)(4), implanted: (B)(6) 2019, product type: lead. Product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2019, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 15-may-2023, UDI#: (B)(4); product ID: 977a260, serial/lot #: (B)(4), ubd: 15-may-2023, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported via the manufacturer representative that the left anchor did not hold and the lead migrated one vertebral body down. The patient stated the lead on the right also migrated slightly. It was unknown what external or patient factors may have contributed to the issue and the patient denied any falls. The patient was pleased with the current group and the coverage he was getting and denied any loss of therapy. The patient was getting adaptive stimulation set up the day of the report and the issue was resolved at the time of the report. The indication for use was non-malignant pain. No patient symptoms reported.